Event description:
It was reported by the patient that their right ventricular (rv) lead had moved and they ¿have not been feeling very well for a while¿. Follow up revealed that the rv lead had moderately high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.